Event description:
An alarm sounded from the system 90t pump and red colored liquid was noted in the extension tubing. The iab was not returned to datascope for evaluation. The iab was discarded by the facility. (Event complications: none from the event - reported 06/10/97). (Pt's current status" unk -rpt'd 06/10/97).